Manufacturer narrative:
Since history records are reviewed and approved by quality, prior to release of product. The actual complaint sample was returned for evaluation without packaging. The sample was evaluated by pumping test. The issue was confirmed; leaking was coming from the aff valve. Based on the evaluation the aff valve had an incomplete assembly from supplier which caused the device to leak. Affect to the product leakage. The aff valve is a supplied component. The supplier determined that the root cause was that the machine might not have been receiving the right maintenance and not have a documented periodic inspection of the sensor. As part of continuous improvements, a corrective action has been opened which includes refresh training and establishing visual controls to the operator who conducts 100% screening before assembly. Full review of the current status of the pistons and sensors for the machines will be performed through maintenance orders. Added monthly and weekly piston reviews to machine job plan. Anom inspection is currently implemented along with quality inspections. These actions are designed to prevent the reoccurrence of the reported defective condition.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that there was a leakage from the connector.